Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Added: describe event or problem; relevant tests/laboratory data, including dates; date received by mfg. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update 11/4/2016: pfs and medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation.

Manufacturer narrative:
UDI: (B)(4). Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Medical records and x-rays were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient claim received. Patient suffers from elevated metal levels and limited pain. Update rec'd 8/19/14 - sales rep reported revision surgery. Upon revision metallosis was noted. The existing MDR decision has been reversed and the liner and head are now being reported. The complaint was updated on: 9/2/14. Update rec'd 9/4/2014- medical records received. After review of the medical records there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 9/27/2014. Update rec'd 10/17/2014- medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and metallosis around the joint and on the trunnion. The stem is being added for metallosis. The patient also had lab results from (B)(6) 2014 that indicated his cobalt and chromium level were above 7ppb. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 11/12/2014.